Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a frozen display and the time clock in the device was not advancing. The battery was removed for two hours and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
The insulin pump passed self test. No missing segments/partial display noted. Time/clock changed properly. The insulin pump monitored in oven for several days and no constant tone noted. Intermittent button response due to moisture damage keypad traces. No moisture damage found on the electronics.